Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to procedure for device change, ventricular oversensing was noted with pocket manipulation. During the procedure, when connected to a new generator and attempted to reproduce, no oversensing was observed. Lead testing values remained stable and consistent with pre-procedure values. The patient was stable; no adverse health consequences to the patient.

Event description:
It was reported that prior to procedure for device change, ventricular oversensing of noise was noted with pocket manipulation. During the procedure, when connected to a new generator and attempted to reproduce, no oversensing was observed. Lead testing values remained stable and consistent with pre-procedure values. The patient was stable; no adverse health consequences to the patient.

Manufacturer narrative:
The reported field event of oversensing noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.